Manufacturer narrative:
The pump was received with high stop current due to moisture damage on the lcd board. Unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the self test, unexpected restart, displacement, rewind, and basic occlusion tests. No external ram crc error alarm or unexpected restart alarms were noted. No damage was found on the interface board. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a cracked case as well as alarms that cannot be cleared. The customer changed the battery but the alarms persist. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.